Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient¿s keypad buttons became unresponsive and the patient came off the pump without a back-up plan for insulin delivery. The reporter stated that the patient subsequently experienced elevated blood glucose (bg) up to 500 mg/dl and was treated in the hospital. The reporter noted that the patient experienced moderate ketones and the following symptoms: vomiting, severe weakness, rapid breathing/shortness of breath/chest pain, extreme thirst, nausea, and symptoms of dehydration. The patient was reportedly removed from the pump at the hospital and was treated with insulin injections and IV fluids. Reportedly, the keypad cover had become damaged and was missing and/or peeling. Subsequent to the keypad damage, all the keypad buttons reportedly became unresponsive, and the patient did not use an alternate plan of insulin delivery. The patient was reportedly without insulin for two days. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an inadequate back-up plan. An alleged pump malfunction was identified as the reason for the patient not continuing with insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: a review of the pump histories indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or in the download history. Visual inspection confirmed that the keypad had peeled off the pump and all button contacts were missing. All keypad buttons were subsequently unresponsive. Additional testing could not be completed due to the unresponsive buttons. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.